Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted and replaced due to undersensing.

Manufacturer narrative:
During the visual inspection a deformation of the steroid carrier was noted and the fixation helix was found covered with calcified tissue. Calcifications are known to cause high impedances and undersensing. The values of the parameters, measured during the electrical analysis, were within the technical specifications. Deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over-rotation of the inner coil during the retraction of the fixation helix. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.